Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015, a medtronic representative, following-up at the site, reported the staff was vague and did not identify what stage of the software the exit took place. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their navigation system that was unresponsive and required a re-boot to restore normal function. No further details were provided. There was no patient present when this issue was identified.